Event description:
It was reported that, "inner sterile packaging was opened and sterility compromised."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.